Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose. The blood glucose reading was over 1000 mg/dl. Troubleshooting was performed. The alarm history appears to be fine. Ran a fixed prime test and the insulin exited. Performed the high pressure test twice and failed. Advised customer to discontinue the insulin pump use and revert to their back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.